Event description:
The customer reported that the system was not booting up. No patient injury was reported.

Manufacturer narrative:
The ge service rep found the transformer was not tapped right. He retapped the transformer for 116 to 121.9 volts since the voltage in surgery was measuring between 117 to 120v. After retapping transformer, the system operates as intended.